Event description:
Almost four years after implant this patient disconnected both batteries while confused and stopped his pump. He had a history of disconnecting both power sources prior to this event. He lost consciousness and was found by nursing staff lying on top of his controller, significantly muting its alarm. Cardiopulmonary resuscitation was commenced and the batteries reconnected. The pump restarted but the patient suffered irreversible hypoxic brain injury. Investigation is ongoing.

Manufacturer narrative:
The heartware vad is used for treatment and not diagnosis. The patient disconnected both batteries while confused, and stopped the pump. The patient was found lying on top of the controller, significantly muting the alarm. Cardiopulmonary resuscitation was commenced the batteries were reconnected; however the patient suffered irreversible hypoxic brain injury. The pump or other patient products were not returned to heartware for evaluation as the hvad ((B)(4)) pump remained implanted and the controller was still connected to the hvad pump; the site did not indicate the event was related to a device malfunction. Review of the manufacturing documentation confirmed that the hvad pump ((B)(4)) met all requirements for release. The power disconnect event reported is confirmed through log files. User error likely contributed to the event, however the root cause cannot be conclusively be determined. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. The heartware system instructions for use (IFU), patient manual, and training material provide clear instructions to the user on proper usage and care of hvad power sources in addition to guidelines to help the user to detect and react to a power source disconnection. Heartware is submitting this report as a result of remediation activities related to FDA warning letter (B)(4), dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803. This report may be based on information which heartware has not been able to investigate or verify prior to the required reporting date. The manufacturer will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report.

Manufacturer narrative:
The product remains implanted in the patient, therefore it will not be returned. Additional information will be submitted within thirty (30) days of receipt. Device remains implanted.